Manufacturer narrative:
(B) (4). (B) (4). The device was not returned for investigation. Review of the finished device lot history record (lhr) did not reveal any abnormalities that could have contributed to this investigation. Although a definitive root cause cannot be determined in this incident, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instructions for use was identified. All fox sv released devices pass a high-pressure-control during production.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure, during pre-dilatation, the fox sv balloon ruptured at 6 atmosphere during the first inflation in the 75% stenotic, superficial femoral artery lesion. Dilatation was completed using another fox sv balloon. There was no reported adverse patient effect. No additional information was provided.